Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with a blood glucose of 47 mg/dl. The user treated the low glucose by consuming fast-acting oral carbohydrates and 4 oz of juice, which brought her glucose up to 71 mg/dl. She reported feeling unwell, tired, and experiencing ear popping during the event, and elected to disconnect from the pump and use backup therapy until her scheduled training. The user did not require ems or medical intervention and has since stabilized.